Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after entering a more-than-meal announcement and changing a contact detach infusion set; the ilet pump displayed high blood glucose, and a confirmatory meter check showed 354 mg/dl. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included guided troubleshooting of the infusion set, tubing fill, and cannula fill to assess for a bent cannula or delivery issue, with no visible site issues reported and a plan for monitoring. Investigation of this case revealed an unclear cause of hyperglycemia, with no device alarms and no confirmed component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.